Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set needle leaked blood during use onto the nurse's gloves and sheets while removing the tube. The following information was provided by the initial reporter: "during a blood test, blood culture flasks were taken, in fact, the epicranial needle had to be adapted to a tulip specific to blood cultures. Subsequently, other standard tubes had to be removed, so the tulip was held in place to fit the tubes to the epicranial. During these manipulations, I found that the needle in the tulip began to emit blood during removal of the tubes. This continued throughout the blood sample, putting blood on the nurse's sheets and gloves."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for sleeve side piercing with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to sleeve side piercing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # (B)(4) was not found for the reported catalog # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set needle leaked blood during use onto the nurse's gloves and sheets while removing the tube. The following information was provided by the initial reporter: "during a blood test, blood culture flasks were taken, in fact, the epicranial needle had to be adapted to a tulip specific to blood cultures. Subsequently, other standard tubes had to be removed, so the tulip was held in place to fit the tubes to the epicranial. During these manipulations, I found that the needle in the tulip began to emit blood during removal of the tubes. This continued throughout the blood sample, putting blood on the nurse's sheets and gloves."